Event description:
Vats wedge biopsy. Slc55g dlu was used to staple across the lung. Device was fired but upon inspection, staples had not formed and were u-shaped. Device did not appear to cut either. Another device was used to complete the case without further incident.